Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown at the time of the incident. It was also reported that the insulin was squirting during manual prime process. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin passed the displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor .unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test. No compromised force sensor system alarm noted.